Manufacturer narrative:
If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. (B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. Device evaluation: the complaint unit was received in its original folding carton. The plunger was observed in the advanced position and locked. The cartridge was correctly engaged into the lower body of the pcb00 device. No assembly errors and/or defects related to the manufacturing process were observed. Visual inspection was performed at 10x microscope magnification. Lack of lubricant material was observed in the device. The lens was observed stuck at the cartridge tube. Dent/distortion was observed in the cartridge tip. The reported issue was verified. However, the condition in which the sample was received indicates that the unit was handled and prepared for the surgical use. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the front end of the cartridge part (bevel tip) was damaged. There was no patient injury. No additional information was provided to abbott medical optics.